Manufacturer narrative:
H6: investigation summary 3 samples were received and tested by our quality team. The sets were separated upon receipt and the customer's complaint has been verified. Visual analyses using a high powered digital microscope was performed and the separated portion of tubing lacked solvent (or glue) that was supposed to be applied during production. This is the root cause of the failure- improper application of solvent during set assembly. The manufacturer has been notified and is actively taking steps and corrective actions to eliminate this type of failure from reoccurring. A device history record review for model 42103e-07 lot number 22089353 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set tubing snapped off at the chamber. This occurred once each in an unspecified lot and lot 22119067. The following information was provided by the initial reporter: "icv tubing snapped off at chamber".

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set tubing snapped off at the chamber. This occurred once each in an unspecified lot and lot 22119067. The following information was provided by the initial reporter: "icv tubing snapped off at chamber"

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. D.4. Medical device lot #: 22119067. D.4. Medical device expiration date: 04-nov-2025. H.4. Device manufacture date: 03-nov-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.